Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Physician reported left side device rupture discovered by mammography and confirmed by MRI. Subsequently, physician has reported capsular contracture - baker grade iii. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as surgical damage and observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ brown and red particles observed on the device.

Event description:
Physician reported left side device rupture discovered by mammography and confirmed by MRI. Subsequently, physician has reported capsular contracture - baker grade iii. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1, d.2, d.4, d.9, g.4, h.3, h.6.

Event description:
Physician reported left side device rupture discovered by mammography and confirmed by MRI. Subsequently, physician has reported capsular contracture - baker grade iii. The device has been explanted.